Event description:
During set up for a case the mps console was turned on and went through system diagnostics. The unit depolyed error code 179(bccam ref not found). The console was not included. The case did not take place due to other situations, not related to device failure.